Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a syncopal episode and then received a shock. The shock did not convert the rhythm and did not re-detect due to low amplitude signals and noise markers. The rhythm slowed on its own 20 seconds after the shock. It was suspected the syncope was a result of an untreated arrhythmia. It was indicated the previous day, the patient had some chest heaviness and pain. No additional adverse patient effects were reported.